Event description:
The pt reportedly experienced sound quality issues, headaches, episodes of dizziness with her device. Testing indicated that the device was functioning. Surgery to explant the device due to the pt's lack of benefit with the implant is under investigation.